Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was also noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during implant of the ventricular lead, the lead could not stay in place and dislodged due to patient anatomy. The lead was not used and replaced with a different lead. No patient complications have been reported as a result of this event.